Event description:
The manufacturer received information in relation to a dream station auto CPAP unit. The device was returned to third party service center. During the evaluation, the device was visually inspected and found corrosion on metallic surfaces. Dust and dirt contaminants were also found in device. Power connector of the unit is corroded, and the unit can¿t be powered on in order to collect the error log/machine hours/error code numbers/software version. In addition, the device was scrapped.

Manufacturer narrative:
H3 other text : device serviced by third party service technician.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto CPAP unit. The device was returned to third party service center. During the evaluation, the device was visually inspected and found corrosion on metallic surfaces. Dust and dirt contaminants were also found in device. Power connector of the unit is corroded, and the unit can¿t be powered on in order to collect the error log/machine hours/error code numbers/software version. In addition, the device was scrapped. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.